Event description:
Port of sigma tubing leaking while running tpn through PICC line, antisiphon valve in place appropriately. Tubing and ivf changed once leak found. Baxter pr# (B)(4) label received. [Redacted date] - sample shipped ups. Manufacturer response for anti-siphon valve, anti-siphon valve (per site reporter) baxter pr# (B)(4).